Event description:
The complainant reported that the clinician was preparing the polaris ultra ureteral stent for implant in a patient. During the preparation of the device, the pigtail was found to have a tear and the suture was broken. In addition, the suture was also found to be tangled. The physician then obtained another polaris ultra ureteral stent polaris ultra stent set and successfully completed the patient procedure. The patient's condition was reported to be "good".

Manufacturer narrative:
This device has been received, but an evaluation has not yet been performed; therefore, a failure analysis is not available. We are not able at this time to determine the relationship between this device and the cause for the event. If there is any further relevant information received, a supplemental medwatch report will be filed. (B) (4).